Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0049483. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and the photograph provided, our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. To monitor occurrence such as these our team implements a pull test to confirm that the sleeve stopper is properly fixed into its position; we have increased the force requirements for this test as well as updated our finished goods inspection list and adjust temperature settings on the heat tunnels to increase the grip of the sleeve stopper.see h.10.

Event description:
It was reported that 4 bd intima-ii¿ closed IV catheter systems experienced defective/damaged catheter connectors/hubs. The following information was provided by the initial reporter: during the indwelling needle period, the fluid leaked during the pump, and then it was found that the heparin cap popped out and loosened, so the heparin cap was replaced. The heparin cap immediately pops out with shape deformed after infusion after successful puncture of the brand new indwresting needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd intima-ii¿ closed IV catheter systems experienced defective/damaged catheter connectors/hubs. The following information was provided by the initial reporter: during the indwelling needle period, the fluid leaked during the pump, and then it was found that the heparin cap popped out and loosened, so the heparin cap was replaced. The heparin cap immediately pops out with shape deformed after infusion after successful puncture of the brand new indwresting needle.